Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had normal blood glucose levels of 80 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated that threshold suspend with a sensor glucose reading of 40 mg/dl where the actual blood glucose level was 80 mg/dl. Troubleshooting was done. No additional info was provided.